Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that on the evening of (B)(6) 2016 the patient tried to insert 3 new infusion sites but all 3 of the sites stayed stuck to the inserter device instead of the patient's skin. A new site was tried and the adhesive stuck to her skin successfully. The patient also stated she had 2 tubing's that were blocked that evening. As she filled the tubing during a cartridge change, she did not see insulin dripping out. The patient thought it was blocked and resolved the issue by attaching a new tubing to the same cartridge. She re-filled the tubing and was able to see drips at the end of the tubing as expected. As a result, it took longer than expected to resume using the pump, and her blood glucose levels rose to the 180's. The patient required a bolus of insulin on the pump. No further health care was sought and no injury occurred. Of note, no damage had been noticed when the package was first opened.